Event description:
Dr reports extrusion of iol. Original implant was performed by another surgeon, date unknown, and vitreous loss was experienced so an anterior chamber iol was placed. A vitrectomy to the wound was performed and the iris became caught in the vitrectomy. Dr speculated that, due to contraction of the vitrectomy and progresive synechiae, pressure was transferred to the haptic. This resulted in the haptic eroding through the sclera and conjunctiva with eventful exposure to the outside of the eye, necessitating removal.